Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Blood/body fluid was found on outer tubing overlay. There was blood in/on the helix and lobe mechanism, outer insulation breached cut, helix/lobe was distorted/bent, and apparent explant damage.

Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.